Event description:
It was reported to philips that the data monitor and the xper module in the control room were not working and x-ray generation was not possible. The system was outside of clinical use and there was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was down. The fse examined the system on-site and confirmed that the systems does not turn on. Upon functional testing fse found that the data monitor and the xper module in control room are not working, no xray as well. Fse installed a new cube in the generator. Ater installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.